Event description:
A customer reported that during a cataract with iol (intraocular lens) implant procedure, a posterior capsular rupture occurred when the irrigation/aspiration tip touched the posterior capsule. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).